Manufacturer narrative:
The reported clip open efaa issue was confirmed via returned device analysis. Additionally, harness jam was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported clip opening efaa and harness jam appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. A cause for the clip jumping could not be determined. Abbott vascular (av) will continue to trend the performance of these devices.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that during preparation of the clip delivery system (cds), establishing final arm angle (efaa) failed twice. The clip jumped open while locked when the arm positioner was turned to the open direction. The cds was not used in the patient ,and another mitraclip xtr clip was used to successfully complete the procedure. There was no patient involvement, and no clinically significant delay in the procedure. No additional information was provided.